Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa) with mild calcification and no tortuosity. The 6.0x200mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance and inflated multiple times with the 1st inflation at 4 atmospheres (atms) for 10 sec, 2nd inflation at 12 atms for 30 sec, 3rd inflation at 12 atms for 30 sec, 4th inflation at 8 atms for 30 sec, 5th inflation 22 atms for 30 sec, 5th inflation 30 atms for 15 second at which time the balloon ruptured. Blood was leaking in the balloon therefore the balloon was attempted to be removed from the anatomy, however, the balloon bunched up in the sheath and the balloon got stuck. Force was applied and the balloon separated. About 150mm of the balloon was left in the anatomy. An attempt to snare the separated portion was unsuccessful so the patient was sent to surgery and a femoral exploration was performed able to remove the entire balloon from the anatomy. A femoral popliteal bypass was also performed. The patient is stable. There was no adverse patient sequelae. There was no delay in the procedure that resulted in the patient going into surgery. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - above rbp / excessive force. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It was reported that the armada 35 balloon dilatation catheter (bdc) was inflated up to 30 atmospheres for 15 seconds at which time the balloon ruptured. The armada 35 instructions for use (IFU), states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. It should be noted that the rated burst pressure for this device as indicated on the product label is 14 atmospheres. It is likely that inflating the balloon two-times the rated burst pressure caused the balloon to rupture. Additionally, it was reported that after the balloon ruptured, the balloon bunched up in the sheath and the balloon got stuck. Force was applied and the balloon separated. About 150mm of the balloon was left in the anatomy. Although it was reported that extra force was used to remove the balloon catheter, the excess force seemed to be a reasonable clinical response to the difficulties encountered. The balloon rupture and subsequent treatment appear to be the result of inflating the balloon above the rated burst pressure. Based on the information provided, the reported balloon rupture resulting in difficulty removing, material separation, and unexpected medical intervention to surgically remove the separated material appears to be the result of inflating the balloon above the rated burst pressure. Additionally, the resistance encountered during removal and material separation likely occurred due to the ruptured balloon material catching on the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.